Manufacturer narrative:
A device history record (DHR) was reviewed for the suspected contour meter and no manufacturing anomalies were found. As per the DHR, the meter was set with the correct units of measurement i.e. Mg/dl. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer alleged to have purchased a contour meter in the us and found that the meter was reading in mmol/l. There was no allegation of an adverse event. The meter is not expected to be returned for evaluation.